Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture and was programmed unipolar. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.